Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff miss occurred during needle deployment as evidenced by the anterior cuff remaining in the foot pocket. During testing, a proxy plunger was inserted into the device to test the needle trajectory and push mandrel travel, the anterior cuff did not capture the needle as expected. The anterior cuff was removed and the rim was found bent. This is consistent with the anterior needle being deflected and striking the rim of the anterior cuff instead of engaging with the cuff during needle deployment as intended. The anterior cuff miss would result in a failure to retrieve the suture during the needle plunger retraction. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the anterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified and every cuff is inspected and tested for proper assembly during manufacturing. There were no challenging anatomical conditions reported, which could have caused the anterior needle to deflect. There was no definitive evidence in the evaluation of the device to suggest that the device was twisted or rotated or the device was not at an approximate 45-degree angle during needle deployment, which could have contributed to the anterior cuff miss. Based on the manufacturing inspection criteria and successful test of the needle trajectory, the probable cause for the anterior needle striking the rim of the anterior cuff, resulting in anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A link was found detached from the swage end of the posterior cuff; however, this was consistent with post-procedure manipulation rather than a device failure. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.